Manufacturer narrative:
B3: date of event, d4: lot number, expiration date and h4: manufacture date are unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two different issues. 1st. New trach tubes intermittently required additional water and massaging before use. 2nd. New trach tubes were found?. Defective" in that water did not enter the line to the cuff from the balloon. Each fault has caused a delay in resuscitation during a critical change in which CPR was required. The customer reported lot number 34180462; which cannot be verified.

Manufacturer narrative:
Other, other text: the product's history records were reviewed and there were no non-conformances that would have resulted in the reported complaint.

Manufacturer narrative:
No product or photos were returned therefore no device analysis could be completed. A device history record (DHR) review could not be performed as the lot number was unknown. If the product is returned the manufacturer will re-open the complaint for further device analysis.